Event description:
An angio-seal device was deployed without difficulty and the pt was discharged. Four weeks following the initial report to st. Jude medical, additional information was received indicating the pt returned to the hospital twelve days post deployment with pain and numbness in the right groin. A doppler study revealed decreased blood flow and the pt was transferred to surgery for repair of the right femoral artery.